Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2002. On (B)(6) 2020, the patient had a skin reaction that was described as a ¿chemical burn¿; her skin was bright red, inflamed, raw, and itched. The reaction was concentrated in the footprint of the transmitter holder and on the edges of the sensor patch. She stated she had scars and areas of discoloration where the sensors had been inserted on her arms and abdomen. She described the scars as areas of rough skin that would become smooth. Over the last sensor session ((B)(6) 2020); her blood glucose had been 250 mg/dl ¿ 300 mg/dl and she was unable to get it down. She went to the emergency department (ed) where she was treated with fluids via intravenous (IV) therapy and 20 units of insulin. Per the ed physician, her glucose value was high because of the skin reactions and possible infection. The patient was discharged from the ed later that day and was told to use barrier products, topical hydrocortisone, benadryl and neosporin on the skin reactions. No additional patient or event information is available.